Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging foam became degraded and caused a patient to develop acute respiratory failure and hypoxia related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g1 (manufacturer details) & h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of the medical intervention that the patient has received at this time.the patient also alleged acute respiratory failure with hypoxia, the device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. The manufacturer visually inspected the external part of the device and found no signs of contamination on the outside of the device. The manufacturer visually inspected the humidifier of the device internally and found dust contamination on inside of the enclosure and on the dry box, the dry box seal was yellowed. The internal investigation of the base unit showed that there was dust contamination on the top of the blower box and on the pca. There was also signs of degradation on upper right corner of the sound abatement foam. Secondary findings showed contamination on humidifier lid seal, blower box, dust in blower fan. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes that there was a evidence of sound abatement foam degradation/breakdown was observed. Section h6 were updated in this report. Corrected information provided in section g4 (PMA/510(k) number was added, it was captured wrongly in initial report).

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop acute respiratory failure and hypoxia. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.